Event description:
St. Jude rep reported that lead noise was observed resulting in inappropriate charging. No inappropriate shocks were delivered. Charging was intermittent, occurring once every 6-9 months, although the last occurrence happened with a three month interval. The system was explanted.